Event description:
It was reported the numbers on the customer's insulin pump were scrolling further than desired upon button press. The customer's blood glucose was 274 mg/dl, which was treated with insulin. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Cracks to the battery tube threads, reservoir tube and a scratched display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.